Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis was very slow and bluetooth setting disabled. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.